Manufacturer narrative:
Testing of actual/suspected device.

Manufacturer narrative:
According to the customer, when removing the optifoam from a "posterior lateral hip" incision, the skin was "blotchy red with rash and blisters", the "incision glue removed with dressing", and there was "drainage over the incision". The customer reported the optifoam was placed on (B)(6) 2023 after "hibiclens surgical prep", surgical glue, alcohol, and skin prep" were applied to the area. The customer reported the optifoam was removed on (B)(6) 2023 when the patient complained of "itching" and a "rash". The customer reported the patient is being treated with "medrol dose pack and cephalexin" for "possible infection of surgical area". The customer reported they are now using a "non-adherent dressing". Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when removing the optifoam from a "posterior lateral hip" incision, the skin was "blotchy red with rash and blisters", the "incision glue removed with dressing", and there was "drainage over the incision".